Event description:
The patient was being cooled in ctu and apparently the temperature overshot and cooled the patient to 30.9 deg. C. The target was 33 deg c. The patient developed v-tach (ventricular tachycardia). The patient was warmed with blanket.

Manufacturer narrative:
The over cooling is attributed to the fact the patient was cooled using two different devices - zoll ivtm system and a cooling pad from an unspecified manufacturer. The system used in this case was inspected and tested by a trained zoll service representative and no system malfunction was found. The system archive did not show any malfunction of the system. The thermogard xp system had double alarms to alert the users against such over cooling. The first alarm is users selectable - at a level below the target temperature. The second alarm is a system default alarm when patient temperature reached 28 deg c. Since no alarms are reported, we believe that the user may not have set the user selectable alarm as specified in the operator's manual. Zoll also provides on-site training to the users at the time of installation. The patient's condition is not known. The site was retrained on the use of the thermogard xp.